Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulators (usms) were moving in the wrong direction. The technical support engineer (tse) had customer remove scope, clear memory on the universal surgical manipulator (usm) and then reinstall the scope. Customer confirmed issue was resolved. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint. A follow-up MDR will be submitted if the endoscope is returned (post failure analysis evaluation) or if additional information is received.